Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to ipg turning off by itself. Patient had use the controller to turn it back on. Diagnostics revealed that the therapy was turning on and off by a magnetic field. Information indicates that surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted.